Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. Upon the return, the customer biomed engineer recharged all three batteries successfully without any issues. The user was unable to replicate the issue while testing the platform with a manikin. The platform was able to run for 30 minutes with each battery without any errors and the platform and batteries functioned as intended.

Event description:
The autopulse platform (sn (B)(4)) was used to treat a patient in cardiac arrest. After performing compressions for 45 minutes, the first autopulse battery (sn unknown) was replaced, however, the second battery (sn unknown) powered the platform for 20 minutes. The second battery was replaced, nevertheless, the platform stopped after 2- 3 minutes with the third battery (sn unknown). No device malfunction was reported on the autopulse platform. No consequences or impact to patient.